Event description:
Event verbatim [preferred term] burn blister with water [burns second degree]. Case narrative: this is a spontaneous report from a contactable physician's assistant reporting on behalf of himself. This report was received via a sales representative. A (B)(6)-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2019 at 1x/day for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2019, the patient experienced a burn blister with water. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified "medical care" and bandage changes. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burn blister with water [burns second degree]. Case narrative: this is a spontaneous report from a contactable physician's assistant reporting on behalf of himself. This report was received via a sales representative. A 58-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2019 to (B)(6) 2019 at 1x/day for back pain. The patient's medical history and concomitant medications were not reported. On (B)(6) 2019, the patient experienced a burn blister with water. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified "medical care" and bandage changes. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) for germany products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. The following batches were produced for the germany market: h66740, j01199, j36122, j67196, l16815, l16857, l31419, l44146, l49951, l92682, m13368, m61524, m87697, mn15262, n33570, n49174, n73395, r15191, r47299, r97319, s16661, s16679, s23830, s23831, t38964, t38966, t48910, t48938, t48947 and t69820. There were no quality issues identified in these batches. Follow-up (14mar2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) for germany products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. The following batches were produced for the germany market: h66740, j01199, j36122, j67196, l16815, l16857, l31419, l44146, l49951, l92682, m13368, m61524, m87697, mn15262, n33570, n49174, n73395, r15191, r47299, r97319, s16661, s16679, s23830, s23831, t38964, t38966, t48910, t48938, t48947 and t69820. There were no quality issues identified in these batches.